Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high control and blood glucose test results. (B)(6) representative is calling on behalf of the customer. The customer is concerned with tests results from control test result obtained of 150 mg/dl. The customer had brought the meter to the pharmacy due to high blood glucose results obtained. The pharmacist and customer had run a control test and the result was out of range. The customer's expected fasting blood glucose test result range is 100 - 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/23/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 150mg/dl (B)(6) 2017 02:44:00 pm control, the 109mg/dl (B)(6) 2017 08:25 am fasting: yes, the 108mg/dl (B)(6) 2017 10:11:am fasting: yes, the 129mg/dl (B)(6) 2017 07:30 am fasting: yes, the 153mg/dl (B)(6) 2017 08:44:am fasting: yes. Memory concerns: 150 (control test). Customer says that control solution was opened today and test strips were opened two to three weeks ago.